Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2001. Sought medical attention for redness and swelling at the piercing site 8 days later. Pt was admitted into the hosp at that time and oral antibiotics were given, i.v. Antibiotics were administered and an incision and drainage was performed. Pt was continued on the antibiotics and another incision and drainage was performed 2 days later. Pt was discharged 3 days later and oral antibiotics were prescribed.